Event description:
Related manufacturer reference number: 1627487-2019-07785. It was reported that the patient was not getting adequate therapy due to lead migration. Lead migration was confirmed by physician. On (B)(6) 2019 the leads were explanted and replaced. The patient has effective therapy post operatively.